Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Xray review reported that the right hip demonstrated a right total hip arthroplasty with almost horizontal appearance of the acetabular cup and associated shallow acetabular inclination angle. Mild lucency along the superior aspect of the acetabular cup could suggest loosening. Varus positioning of the femoral stem. No fracture seen .device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends shell 47 mm o.d., (B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-05681.

Manufacturer narrative:
(B)(4). Concomitant medical products: shell 47 mm o.d., pn 00500104700, ln 62424255. Liner 28 mm i.d. For use with 47/48/49 mm o.d. Shells, pn 00500104728, ln 62497415. Biolox® delta, ceramic femoral head, m, 28/0, taper 12/14, pn 00877502802, ln 2880057. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to a bone fracture. Attempts to obtain additional information have been made; however, no more is available.